Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise which was found during device explant procedure. Additional information from the field representative indicated that when this lead was connected to the pacing system analyzer (psa) and device, noise was observed. The ra lead was abandoned surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise which was found during device explant procedure. Additional information from the field representative indicated that when this lead was connected to the pacing system analyzer (psa) and device, noise was observed. The ra lead was abandoned surgically. No additional adverse patient effects were reported.